Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that he had two olympus high flow insufflation unit¿s with decreased pressure noted during separate procedures. Additional details relating to the patient(s) and the event(s) have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is being submitted to address cases 2 of 2. For details concerning case 1 of 2, please see report with patient identifier (B)(6).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the decreased pressure could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The device was inspected before use. The procedure was a bariatric surgery which was completed with an arthrex insufflator with an overall good patient outcome.